Event description:
The customer reported the system's left monitor intermittently failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse holder assy was replaced and the power supply voltage was adjusted. The system was then found to be operating as intended.